Event description:
The customer observed a falsely elevated alinity I ca 19-9xr result for one patient. The following data was provided (units of measure = u/ml): initial result was >1200, repeat with a dilution = 517, previous history was around 700, plasma sample undiluted was around 1100. It is unknown if the patient has been diagnosed with pancreatic cancer. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8p32-20 has a similar product distributed in the us, list number 8p32-21/-31.

Manufacturer narrative:
Ticket searches determined that there is a normal complaint activity for the product and likely cause lot and the ticket trending review determined that there are no related adverse trends. A review of labeling concluded that the issue is sufficiently addressed. The performance of the likely cause lot was investigated by completing a review in the corrective and preventative action system for non-conformances, potential non-conformances and deviations related to the likely cause lot. The review did not identify any non-conformances, potential non-conformances or deviations. Returned sample ID (B)(6) was tested in-house with inno-lia hcv score and mikrogen recomline hcv igg blots. The inno-lia hcv score blot showed a reactivity of 1+ for ns4 and a weak reactivity of +/- for c2, final interpretation per package insert is reactive. The mikrogen recomline hcv blot showed weak reactivity of +/- for c1, helicase and ns4, final interpretation per package insert is negative. The external laboratory testing resulted negative per the roche elecsys anti-hcv ii package insert. Per abbott medical evaluation, the nonreactive results with alinity s anti-hcv ii and alinity I anti-hcv, the nonreactive result with roche elecsys anti-hcv ii, the negative mikrogen blot result, and the reactive inno-lia blot results, indicate the hcv status of the sample is not false negative. We conclude that this sample does not contain hcv specific antibodies. The sample in question may contain antibodies that are cross reacting with the hcv ns4 antigen but are not true hcv specific antibodies. Therefore, the alinity s anti-hcv ii result is not false-negative. Based on this investigation, the complaint likely cause is performing as expected. Based on the information within the complaint record, the device met performance specifications and performed as intended at the customer site as it was concluded that this sample does not contain hcv specific antibodies. A systemic issue and/or product deficiency was not identified.